Event description:
It was reported that the patient was not getting an adequate pain relief despite reprogramming done. It was also noted that the patient had a difficulty updating the settings of the stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not released by the hospital and will not be returned.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2022.